Manufacturer narrative:
The event occurred in (B)(6) . While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1. (B)(4).

Event description:
Customer reportedly received the following results within 10 minutes on two different systems: 22.0 mmol/l (mobile system) and 3.2 mmol/l (compact system). No actions taken based on device results. No adverse event reported. Requested return of suspect device.